Event description:
It was reported that the pump became "hot to touch". Customer states they might have been using a 3rd party wall adapter. There was no reported adverse impact. The customer continued to use the pump for insulin therapy.